Event description:
The event pertains to the mounting system of a position dynamics optima wheelchair tilt seating system. The mounting system connects the seating system to the wheel base. In addition, the mounting weight to the wheel base. The patient was sitting in a position dynamics optima wheelchair seating system. The patient felt the chair lean and disconnect from the base. The patient manually supported the weight and remained in a sitting position until help arrived. The patient was not injured. The malfunction is isolated to a lift style mounting kit option.